Event description:
It was reported that while using bd vacutainer® sodium fluoride/potassium, the tubes underfilled on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sodium fluoride/potassium, the tubes underfilled on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary : bd had not received any samples for investigation. Therefore, a total of 100 retentions were visually inspected, and the hemogard closure assembly was found to be correctly assembled and placed on the tubes. A functional test was performed on 10 retained samples. All tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.